Manufacturer narrative:
Catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the product was not returned for evaluation, the complaint cannot be confirmed and neither a product deficiency can be confirmed. A review of the manufacturing records and complaint history review could not be conducted as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had a bilateral implant with symfony lens with the first eye being implanted in (B)(6) 2018. Patient has been prescribed restasis for dry eye and patient was reportedly 20/25 post op with minimal residual cylinder. Reportedly patient has been consistently complaining of image contrast issues and there doesn¿t seem to be any preexisting issues with the health of the eye. This report will capture patient¿s one eye. A separate is being submitted for patient¿s other eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.